Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath, which did not allow the manta closure device to click into the sheath hub. The IFU instructs in step 3 of inserting the manta device, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and opened a new device. The complaint has been associated for further investigation, lot review and other testing. Associated to: MDR fu-3010252479-2021-00137 manta and MDR fu-3010252479-2021-00138 manta.

Manufacturer narrative:
Device has not returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the clinician could not get the manta device into the sheath fully. It was sticking and the device would not click into the sheath. This happened with the next 2 devices that were opened. All of the faulty devices came from the same box. Associated to: MDR 3010252479-2021-00137 manta, MDR 3010252479-2021-00138 manta.